Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, the patient underwent surgery at (B)(6) after suspicion of a perforation in the duodenum after the routine peg replacement. An unspecified healthcare professional stated that during the surgery, no hole was identified in the intestine and contrast material was injected into the duodopa peg without leakage. A drain was left in the abscess area in the "meso." Afterwards, the tube was flushed and flowed without leakage and the patient was connected to a duodopa pump for therapy. The surgeon stated that the procedure done on (B)(6) 2026 did not cause a complication and the patient was hospitalized. Additional information was received on (B)(6) 2026 from the patient's wife who reported that the patient underwent surgery due to a fever and abdominal pain. The patient was discharged home from hospital.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post-procedural complication of abscess (infection) is a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.